Event description:
It was reported that the pt underwent a posterior spinal fusion at l5-s1. After breaking off the set screws, the surgeon was packing bone graft material into the lateral gutters when he punctured his glove on a sharp edge of the setscrew and cut his finger. It was confirmed that the surgeon did not bleed inside the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4). Pt code is related to the user. (Sharp edge). Neither the device nor applicable imaging films were returned to the manufacturer for eval; therefore, the cause of the event cannot be determined.